Event description:
It was reported to philips that the device cannot be charged. There was no reported patient involvement.

Manufacturer narrative:
Remote support was provided to the customer, however, customer declined service. We are unable to confirm the problem because the customer refused service. The investigation concludes that no further action is required at this time.